Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.00/3.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Lens rotation not associated to a low vault and refractive surprise was observed. The lens was explanted on (B)(6) 2018. It was reported that this eye has lens coloboma and the pupil was mid-dilated at last visit.

Manufacturer narrative:
Changed to adverse event. Event - the patient did not experience refractive surprise. (B)(4).